Event description:
It was reported that high, out of range, pacing lead impedance was observed. Egm revealed lead noise. The lead was capped and replaced. The patient condition is stable.

Manufacturer narrative:
(B)(4).